Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field indicated the event was potentially due to patient anatomy.

Event description:
During the implant procedure, low sensing on the atrial lead was noted potentially due to patient anatomy. The lead was exchanged, and the patient was stable with no adverse consequences.